Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon in the tube does not inflate properly, so it must be done manually every time, failure to inflate properly may cause the equipment to break out which may result in loss of air supply. No reported injury.

Event description:
It was reported that the balloon in the tube does not inflate properly, so it must be done manually every time, failure to inflate properly may cause the equipment to break out which may result in loss of air supply. No reported injury.

Manufacturer narrative:
Qn#(B)(4). There was no sample returned for this complaint therefore actual defect reported could not be examined. Review on previous similar complaint for similar product catalogue was done as simulation purpose. One representative sample was investigated. Visual inspection was performed. There is not any obvious defect observed during the inspection. The cuff pressure was then inflated to 25mbar.the cuff pressure was observed to be maintained at 25 mbar. The sample was then immersed into the water and underwent the underwater leak test. No bubbles were observed flowing out from the sample during the underwater test. Color water test was then conducted by injecting color water into the cuff to further identify any point of leakage. There is no cuff leakage found. There was no sample returned for this complaint therefore actual defect reported could not be examined. Review on previous similar complaint for similar product catalogue was done and based on the investigation, no defect was found. The complaint on cuff could not be inflated could not be c onfirmed due to no sample returned.